Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was going up an incline when his chair powered off and allegedly free wheeled backwards off a curb.

Manufacturer narrative:
The device was returned and evaluated. The alleged conditions (power loss & freewheeling) could not be duplicated during an extensive test ride.

Event description:
Provider alleges consumer was going up an incline when his chair powered off and allegedly free wheeled backwards off a curb.